Manufacturer narrative:
(B)(4). The device history record (DHR) and document assessment (fmea-08-037) review did not show issues related to the complaint. The sample was returned for evaluation and there were no visual defects detected. Functional testing was also performed and the unit was connected to 110 vac. The unit falls out of service during the initial power connect test. The scenario is indicative of a defective power supply pcb (11823). The on-board power supply pcb was by-passed with a good power supply pcb and the test was attempted again and was successful. The reported complaint was confirmed. Several smds (surface mount device) shorted causing an electrical arch which burned the white plastic insulator sheet just below the smds. The complaint is confirmed and the power supply pcb is defective. The unit will have the power supply pcb replaced.

Event description:
The event is reported as: there was a burning smell coming from the heater during use. No harm or injury to patient reported.